Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the right ventricular lead exhibited a loss of capture during implant. The lead was not used.